Event description:
It was reported that the patient line separated from the cartridge. In addition, the customer experienced a low blood glucose level of 46 mg/dl. Cause for low bg was unknown. Customer consumed quick acting carbohydrates to address bg level. Reportedly, customer changed cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the patient line separated from the cartridge. Customer¿s blood glucose level was 46 mg/dl. The customer was given carbohydrates to address bg level. Reportedly, customer changed cartridge and was able to successfully resume insulin delivery.